Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device displayed a "check pads" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including bench testing and ECG stressing without duplicating the report. An internal inspection found no discrepancies. The defib receptacle was replaced as a precaution, and a new mfc cable was sent to the customer. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.